Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the left monitor which was not functioning and explained the autosave feature to the staff. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would automatically save when an x-ray was taken and the left monitor would not work. This happened during a procedure. No patient injury was reported.